Event description:
Customer alleged hypoglycemic event while using aviva sys. Customer alleged taking 30 units humulin 70/30 with dinner. Customer stated that approx 1 hour after dinner, the meter gave a blood glucose result of 138 mg/dl with no symptoms. The customer alleged that they then began to feel symptoms of low blood sugar; customer stated, self-treated with orange juice. Approx 1 hour after obtaining the 138 mg/dl result, the customer alleged they were taken to hospital due to continued symptoms. Customer stated hospital meter result was 102 mg/dl. Hospital treated with more juice. Customer stated they felt better in about 45 minutes; hospital meter result was 113 mg/dl. Customer stated they went home.